Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, and no events were noted before the problem occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.